Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 at 3:00 am due to diabetic ketoacidosis and high blood glucose level in the 500s mg/dl. Blood glucose at the time of the call 147 mg/dl. The customer was wearing the insulin pump at the time of admission. During troubleshooting, customer mentioned the infusion set had a bent cannula. Customer was advised to change the reservoir, infusion set and insulin and to treat per healthcare provider's instructions. Customer stated the auto mode feature was inactive. The insulin pump was not replaced or returned for analysis.